Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was a few days ago the pts controller lost all of its information and the pt did not know how to put in the right time on. The pt then recharged the controller to 100% and yesterday when trying to recharge the ins they sat for 2 hours but the ins would not charge more than 40% battery. Pt said the issues all started within the last 4 days. During call pt verified no damage to the controller charging port or to the rtm. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was fully charged. Pt unlocked the controller and it showed battery low recharge the implanted device soon. Agent walked pt through changing the date and time. Pt attempted to recharge the ins and got recharging excellent. Controller battery was at 100% and the ins was in the orange. Pt will call back if issues persisted with charging. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt; serial# (B)(6). Product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was a few days ago the pts controller lost all of its information and the pt did not know how to put in the right time on. The pt then recharged the controller to 100% and yesterday when trying to recharge the ins they sat for 2 hours but the ins would not charge more than 40% battery. Pt said the issues all started within the last 4 days. During call pt verified no damage to the controller charging port or to the rtm. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was fully charged. Pt unlocked the controller and it showed battery low recharge the implanted device soon. Agent walked pt through changing the date and time. Pt attempted to recharge the ins and got recharging excellent. Controller battery was at 100% and the ins was in the orange. Pt will call back if issues persisted with charging. No symptoms were reported.